Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was instructed to connect the pump to a different wall adapter. The customer's blood glucose level was 217 (mg/dl). The customer declined follow up by tandem technical support to ensure the alert had not reoccurred.